Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5082561) that the patient had breast implants and immediately started having edema and third spacing of fluids. A year later began having problems with anaphylaxis, angioedema, chronic urticaria, and had to take two high dose diuretics to attempt to treat edema for 12 years. Upon removal of implants on (B)(6) 2018, all symptoms were resolved. Major calcification on right side, lymphadenopathy, lump in armpit and swollen lymph nodes resolved after explant as well. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 4/5/2019, mentor became aware that patient's date of birth was (B)(6) 1977 and that the date of event was 2006. Mentor also became aware that the patient's age at the time of event was 29 years old. The patient's race was white and that the procedure was primary breast augmentation. Mentor also became aware of the following patient's account, "edema/third spacing of fluids and urticaria started immediately after implants and progressively got worse, was started on diuretics in (B)(6) 2007 at age 29, at age 30 had first of many idiopathic anaphylaxis episodes, diagnosed with angioedema at age 33 but had been having problems with it for a couple of years at that point. Edema/third spacing of fluids immediately after implant surgery (B)(6) 2006, did not seek medical care at first onset because thought it was inflammation from surgery that would resolve, finally sought medical care after 6 months. Fluid retention caused eyes to be swollen shut, abdomen severely distended and coughing. Was put on furosemide 160 mg/day and spironolactone 150mg/day for 11.5 years, immediately resolved after explant surgery. (B)(6) 2006 developed melasma and several seborrheic keratosis lesions. (B)(6) 2007 was first idiopathic anaphylaxis episode. 2007 started having problems with teeth caries, didn¿t have problems prior. (B)(6) 2008 started having problems with vomiting most mornings and exercise intolerance and episodes of chest pain/heart palpitations and lightheaded and dizziness, thought might be due to diuretics but labs were all normal, referred to cardiologist 2 different times, wore a halter monitor but didn¿t have any episodes while wearing it, was admitted to hospital sometime in 2008 or 2009 after having crushing chest pain after a workout and abnormal EKG, stress test after came back normal. Started having increased problems with abdominal swelling, then had a couple of episodes of severe gross hematuria bladder scoped and no malignant lesions, needed CT scan with contrast media but no imaging center in state would give contrast media with history of idiopathic anaphylaxis. Ultrasounded kidneys and kub CT without contrast media but physicians said they couldn¿t tell much without contrast media. Around 2009 had dysplastic nevi removed. Sometime between 2009 and 2010, had a lump in armpit come up overnight, swollen, tender to touch, at first an internist diagnosed it as hs, started vomiting non-stop, face was swollen and red, lump in armpit continued to swell, started on bactrim ds 2 bid, after 7 days of vomiting and lump swelled to size of grapefruit, dr scheduled me for emergency surgery, I took prednisone and swelling went down to about size of marble and I stopped vomiting, had webbing in armpit for 1.5 years after and the lump was tender until after explant. (B)(6) 2010 diagnosed with 5 metatarsal stress fractures, vit d levels were normal but started on to increase levels a little more, fractures took 12 months to heal, had to wear post op shoes for 12 months. Constipation started right after implants and progressively got worse along with urticaria and angioedema. Started having weird bruising around 2013, labs checked for anemia which was normal but b12 level was very high causing pcp to refer me to oncologist/hematologist, he couldn¿t figure out what was going on, said he thought I needed to be referred to another specialist but wasn¿t sure which one, possibly gastroenterologist or nephrologist. Immunologist started me on cromolyn and trying different treatments used on people with hereditary angioedema due to persistent laryngeal angioedema, angioedema of gi tract and other swelling problems. (B)(6) 2018 overnight woke up with right breast swollen, hard and hard lump. Explanted (B)(6) 2018 symptoms all resolved except some minor allergy symptoms." This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).